Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was due to patient experienced inadequate pain relief. It was also reported that the patients ipg was not holding a charge and would not connect to the charger. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.